Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned unit pack shows that both ends of the unit pack were opened. Further examination of the ends shows that there were markings on the clear film which indicate that the unit pack was sealed. Examination of the opposite shows that the sides on the unit pack are well sealed. It was reported that there was a torn component and the packaging was defective. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when an attempt was made to take out the suction catheter during product preparation, the lower seal was found to be already opened. There was no reported patient involvement. Medtronic's initial evaluation of the incident device found a component defective/failure.